Event description:
It was reported that the catheter was placed into a female pt's right radial artery in the cath lab. During the procedure there was leaking noted around the sheath. It was noted there was no interference with the ability to perform the case. When the sheath was removed post procedure the side arm fell off. There was no delay in treatment, no pt death, and no complications were reported.

Manufacturer narrative:
(B)(4).